Event description:
Patient reported "pain, encapsulation, deformation and suspected device rupture". This record is for an unknown side. Device remains implanted. Device return status unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.